Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 0.3ml bd insulin syringe from lot 9343326. Consumer reported needle hub separated when removing shield. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch # 9343326 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that 3 bd insulin syringes with bd ultra-fine¿ needles experienced hub separation from the device during use. The following information was provided by the initial reporter: spouse reported needle hub separated when removing shield stated, used a little force to remove shield. 3 syringes affected: lot: 9343326. Catalog: 328438. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd insulin syringes with bd ultra-fine¿ needles experienced hub separation from the device during use. The following information was provided by the initial reporter: spouse reported needle hub separated when removing shield. Stated, used a little force to remove shield. 3 syringes affected. Lot: 9343326. Catalog: 328438. Date of event: unknown.